Event description:
Following intraocular lens (iol) implant surgery a pt visited a doctor, who reported that the pt showed "low perceptiveness of vision", which he attributed as a neuroadaptation issue. This doctor was not the implanting surgeon. Six months following this eval, the pt reported decreased vision when comparing this eye to his fellow eye that had a positive outcome. The doctor then became concerned about the quality of the lens.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There are no other complaints reported in the lot. The product investigation could not identify a root cause. (B)(4).